Event description:
Mid 50¿s male with recent fever, chest pain and non-st-segment elevation myocardial infarction. Taken for emergent heart cath and percutaneous coronary intervention of left anterior descending (lad). Problem with the guide cath, it could not be transduced; as if it were occluded. Device removed and a new one used without difficulty. No known harm to patient.